Manufacturer narrative:
Intuitive surgical inc. (Isi) received the prograsp forceps instrument associated with the complaint and the evaluation has been completed. Failure investigation confirmed that the instrument's pitch cable was broken at the distal clevis hub. The clevis did not exhibit any damage or wear marks. The broken cable segment that contains the crimp was still installed in the clevis. A device history record (DHR) review for the device involved with the complaint has been completed. No non-conformances were identified to be related to this complaint. The customer related complaint does not itself constitute a reportable event; however the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci procedure, the wire on the prograsp forceps instrument broke. The planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.